Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, after a post-dilation balloon aortic valvuloplasty (bav) was done, the valve dislodged above the sinotubular junction (stj). Subsequently, a second valve was implanted. Once the snare was removed from the initial valve located above the stj, the valve began to spin and could not be secured. Ultimately, the procedure was converted to an open surgery and both valves were explanted. A non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 10-apr-2024, UDI#: (B)(4). Product analysis: the valves were discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the post-balloon aortic valvuloplasty (bav) was performed due to under-expa nsion of the transcatheter valve and a mean gradient of 12 millimeters of mercury (mmhg). Mild paravalvular leak (pvl) was present. The balloon of the bav was expanded and pulled up and the balloon dislodged the valve out of native annulus. The transcatheter valve moved up the ascending aorta on its own and lodged itself before the greater vessel take-offs. There was no hemodynamic impact to the patient as a result of the first valve. The snare was used to stabilize this first transcatheter valve to allow the second transcatheter valve to be implanted. A 25 mm surgical valve was ultimately implant. The patient was discharged on the sixth day following the valve procedure and doing well. No additional adverse patient effects were reported. Updated data: h6 additional patient annex e and device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Conclusion: the device history record was reviewed for both valves and showed that both products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the device during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. It was reported that a post implant bav was performed as a result of the valve being under expanded. Without imaging from pre-implant, during the procedure, and post-implant, a root cause for the incomplete expansion cannot be determ ined. Per the device instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." The user followed the IFU and had performed a balloon aortic valvuloplasty (bav); however, the bav pulled the valve up and dislodged the valve out of the annulus. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.